Event description:
It was reported to medtronic minimed that the customer experienced issue related to loss of communication between pump and transmitter. Customer also reported that the pump delivery was suspended and pump showed low reservoir alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was partially performed. It was confirmed that the transmitter serial number was not paired to the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. Unit powered up properly after battery installation and passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test. The unit communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and the unit displayed the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. The pump was downloaded successfully, and no relevant alarms were noted in the download history review. The pump was cut open to perform a visual inspection, and no internal damage or moisture was found. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, the customer¿s allegations of no communication between pump and xmtr, unexpected suspend [low sg], and low reservoir anomaly were not confirmed during analysis. The unit communicated properly with link (3), and unit properly notified a low reservoir. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.